Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The right hip arthroplasty remains anatomically aligned. Images demonstrate cortical femoral thickening consistent with stress fracture healing with maintained alignment. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item#: 650-0830, item name#: delta cer fm hd 028/-3.5 12/14, lot #: unknown; item#: 650-0790, item name#: biolox delta lnr 28mm 46-48mm, lot #: unknown. G2 ¿ foreign ¿ austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient experienced groin pain about twelve (12) years after initial hip surgery. MRI done showed healed stress fracture at the tip of the hip stem. The MRI results were discussed with the patient and at that time patient was pain free. The adverse event is considered resolved. Due diligence is in progress for this complaint; to date no additional information or product has been received.